Event description:
It was reported that during the surgery the sutures got disengaged during the insertion. Smith and nephew back-up device was available to complete the surgery with no significant delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the depth indicator had not been adjusted. T1 had been deployed, but t2 was in its anticipated location in the needle channel. The suture did not have any damage, but had debris and discoloration. A functional evaluation concluded that the device actuator could successfully deploy t2. The slip knot functioned as expected, and there were no issues found with the suture or anchors. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the suture came free from the implant. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: inadvertent contact of the suture with the sharp tip of the delivery needle. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.